Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing and r wave amplitude variation. Pacing inhibition was also noted due to oversensing. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.